Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: carry over for some samples. Looks like cells from sample appear again after 3th tube.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # r659180000136. ¿ problem statement: customer reported a complaint regarding the instrument producing high carry over. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 26jan2021 to date 26jan2022. ¿ complaint trend: there are 6 complaints related to the issue of high carryover; date range from 26jan2021 to date 26jan2022. ¿ manufacturing device history record (DHR) review: DHR part #663029, serial # r659180000136, file # 659180-659180-r659180000136-105491909-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover was due to a blockage in the sit needle. The customer had initially reported that carryover would intermittently appear after running several sample tests. An fse (field service engineer) was dispatched onsite for the repair. The fse discovered an obstruction in the stinger, or sit needle, and replaced the part. After the replacement, the waste aspiration worked as intended and the sit wash volume and carryover were within expectations. The sit height while using manual sampling and the ual were adjusted to reach the bottom of the tube. The stinger was also adjusted for optimal cleaning during manual mode. The customer was recommended to start cleaning with additional contrad solution and will report the carryover values in the coming weeks. No parts were requested for evaluation as the replaced part was not returnable and was discarded. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02304582, case # 01580505 install date: 02nov2017 defective part number: n/a work order notes: o subject / reported: carry over and intermittent ssc drop o problem description: carry over for some samples. Looks like cells from sample appear again after 3th tube. Sit washes set to 3. Appears intermittently. Ssc drop also appears intermittently. Both issue's related to same cause and in investigation. O work performed: visit with laura paunescu, stephane bellet, bart dehouwer. Check sit waste aspiration ( p2/v8). Obstruction in stinger. Replaced stinger. Waste aspiration. Ok. Check sit wash volume: 1.5 droplets +- 75 ¿l. Ok (70). Test carry over after samples, after daily clean, ok. Setup sit height while using manual sampling. Sit goes to bottom tube. Adjusted stinger for optimal cleaning in manual mode. Setup sit height while using ual. Comparable with manual mode sit also goes to tube bottom. Nearly no death volume or very low < 10 ¿l. For the intermittently ssc drop jeroen will start with extra contrad cleaning based on 30 %. Jeroen will continue to test on carry-over and ssc drop and he will keep us informed. O cause: blockage in stinger o solution: replace stinger ¿ returned sample evaluation: a return sample was not requested because the replaced part was not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89236 o ID: libivd-ra-256 3.1.34 o reg status: ivd; ruo o hazard: incorrect data. Source: flow cell fmea o cause: tubing or port detail diameters at spec extremes, causing misalignment. O harmful effects: 1. Unacceptable carryover 2. Potential incorrect results o risk control: sample carryover testing to confirm the sample carryover level to specifications. O req link (azure ID): n/a o implementation verification: lsvn-1013-dp sample carryover o effectiveness verification: lsvn-1013-dr o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the carryover between sample tests was due to a blockage in the sit needle. ¿ conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a blockage in the sit needle. The fse identified the issue and replaced the clogged sit needle. After the replacement, the waste aspiration, sit wash volume, and carryover values were within expectations. Additionally, the fse adjusted the sit height to reach the bottom of the tube and adjusted the needle for optimal cleaning. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while testing with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: carry over for some samples. Looks like cells from sample appear again after 3th tube.

Manufacturer narrative:
The following line from the investigation was corrected from: "¿ risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient." To "¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient."

Event description:
It was reported that while testing with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: carry over for some samples. Looks like cells from sample appear again after 3th tube.